Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned. A visual inspection found a complete circumferential break to the butt joint between the catheter shaft and the proximal portion of the balloon; the inner guidewire lumen was still intact. Additionally, the balloon was returned lodged in an introducer sheath with signs of retraction issues (e.g. Bunched balloon material, flared introducer sheath tip). Therefore, the investigation is confirmed for both a break at the butt joint as well as for sheath-related retraction issues. It is likely that the retraction issues led to the catheter break at the butt joint. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. (B)(4).

Event description:
It was reported that during retraction of a pta balloon catheter through a 6fr sheath, the balloon allegedly got stuck inside the sheath and detached. Reportedly, the sheath was removed with the detached balloon and another sheath was inserted and the procedure was completed with a new balloon. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during retraction of a pta balloon catheter through a 6fr sheath, the balloon allegedly got stuck inside the sheath and detached. Reportedly, the sheath was removed with the detached balloon and another sheath was inserted and the procedure was completed with a new balloon. There was no reported patient injury.